Manufacturer narrative:
Asp investigation summary: ¿ the batch record review could not be completed as the lot number was unknown. ¿ retains testing was not completed as the lot number was unknown. ¿ product evaluation was not completed as the suspect product was not available. ¿ trending analysis could not be completed as the lot number was unknown. ¿the sra indicates the risk for exposure to toxic or corrosive material is "low." Assignable cause: the most likely assignable cause of this issue was failure to follow the instructions for use (IFU) for cidex® opa solution, which states under contraindications that ¿cidex opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. In rare instances cidex opa solution has been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies.¿ the customer confirmed that the hospital¿s sterilizing unit had been previously notified of these contra-indications, and the adverse drug reaction unit was contacted with this warning as well. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Cidex® opa solution instructions for use (IFU) states under ¿contra-indications¿: ¿cidex® opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. In rare instances cidex® opa solution has been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies.¿ the customer confirmed that the hospital¿s sterilizing unit had been previously notified of these contra-indications, and the adverse drug reaction unit was contacted with this warning as well. Asp complaint ref #: (B)(4).

Event description:
An article titled ¿ortho-phthalaldehyde¿induced anaphylaxis after cystoscopy: confirmation by the basophil activation test¿ reported two patients experienced anaphylactic reactions to ortho-phthalaldehyde (opa) after cystoscopy and basophil activation test results were positive. This report is for a patient with urothelial cell carcinoma treated using transurethral resection. He had six flexible cystoscopies performed every 3 months over 1.5 years for surveillance post-surgery. Thirty minutes after the seventh cystoscopy, he developed symptoms of generalized erythema and pruritus followed by hypotension (66/40 mmhg). The patient developed symptoms of anaphylaxis on (B)(6) 2019 at 5:10 pm which was 30 minutes after use of the device used in the procedure. He was hospitalized that same day at 6:00 pm and epinephrine intramuscular (im) was given to treat anaphylaxis. Other medications given were chlorpheniramine intravenous (IV), ranitidine IV and dexamethasone IV. A normal saline solution IV bolus was given for hypotension. The patient did not require mask assisted ventilation or endotracheal intubation. Patient¿s symptoms and duration were as follows: hypotension- 20 minutes, generalized erythema- 1 hour, pruritus- 2 days, syncope- 5 minutes, blurred vision- 5 minutes. It was noted the patient does not have any permanent impairment and was discharged fourteen hours later on (B)(6) 2019 at 8:00 am. The article reported the equipment was disinfected by immersion in 0.55% o-phthalaldehyde and thoroughly rinsed and flushed according to the manufacturer¿s instructions before cystoscopy. The article references the cidex® opa instructions for use (IFU) and asp has requested confirmation that cidex® opa solution was utilized to reprocess instruments used during this event. The customer was unable to confirm the part number or lot number of the solution; however, asp has decided to report this event out of an abundance of caution. This report is for patient 2. Please reference report number 2084725-2021-00299 for patient 1 related to this event.